Event description:
It was reported to philips that the heartstart mrx monitor/defib exhibited an error message during the auto-test. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Philips received a complaint on the mrx defibrillator indicating that there is a self-test error message. The device was not in clinical use at the time the issue was discovered. Available details indicate that the device had exhibited symptoms of a failure and the engineer went onsite. It was determined that the equipment has passed its end of life and there are no longer parts available to fix this device, therefore, there is no possibility of repair. Because the device is out of warranty, it cannot be repaired. The cause of the reported problem is unknown and cannot be confirmed. The customer was advised their device was out of warranty and cannot be repaired. The device remains at the customer's site. No further action is warranted at this time.